Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021; 5867-3m adaptor, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check had failed. The right ventricular (rv) lead also exhibited noise and "has a known failure". The ra and rv leads remain in use. No patient complications have been reported as a result of this event.